Event description:
It was reported that the pulse generator exhibited an inappropriate longevity estimate. Measured data values were 2.78 v, 10 ua and less than 1 kohms, with an estimated remaining longevity of 2 years. The estimate given by technical services was 5-7.1 years remaining longevity at 100 percent pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.